Event description:
A surgeon reported that a pt's anterior chamber was unstable during cataract surgery. As a result, the pt experienced a posterior capsule tear during irrigation and aspiration. The surgeon suspects a "perfusion" issue with the handpiece. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).